Event description:
On (B)(6) 2013, it was reported that the patient had a blood glucose level of 500 mg/dl and ketoacidosis, despite two hours of infusion. The patient switched to alternate therapy and when he switched back to his infusion device his blood glucose began to rise again. The patient changed his infusion set six times in an attempt to solve the problem. The patient thinks there is a problem with the cannulas being occluded. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The unused headsets were visually tested and tests for flow were performed. No deviations were found. The problem mentioned by the customer could not be reproduced.